Event description:
The customer stated that their meter was not working, not all of the numbers were displaying. A review of the system was performing over the phone. This review indicated that segments were missing from the meter's display. The customer was asked to return the meter and a replacement was provided.